Event description:
It was reported that stimulation is intermittent while stimulation is turned on. The patient stated that her stimulator turned off randomly and that she had to turn it back on. The ins was charged and she can turn it back on without recharging. She had an appointment scheduled with her physician on (B)(6) 2012, to check the device. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patient could not adjust stimulation. The patient programmer (pp) display showed "call your doctor" icon. A poer on reset (por) condition occurred. It was not confirmed the por was cleared. The patient saw the clock and turned the pp off, but did not resynch. Additional information received reported the por was cleared and the stimulation was back on and functioned as expected. This action resolved the reported issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the patient reported they did not have concerns with their device or therapy. The patient's physician reported they had no further information regarding the event.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).